Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was later reported that the patient¿s pump was turned off during a surgery he had for his back on (B)(6) 2012. The pump was supposed to be turned back on after surgery, but never was because 48 hours after the surgery, the patient had a stroke, fell and ruptured a disc in his neck. As a result, the patient was left paraplegic. The patient saw the managing healthcare provider (hcp), who said that the pump had been turned off too long. The pump was unable to be turned back on and needed to be replaced. The patient experienced a return of pain during the month prior to this report. It was also reported that the pump started alarming about a month prior to the report because the battery was running low. The device system was used to deliver fentanyl 500mcg/ml at 121.22mcg/day, clonidine 250mcg/ml at 60.61mcg/day and bupivacaine 25mg/ml at 6.061mg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the hcp had discharged the patient several years ago and refused to see this patient further. The pump was implanted and managed by an hcp who had retired.